Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that although the surgeon inserted the poly in the same normal manner they always do, the poly would not seat in the tibia tray no matter what. The poly had no visual blemishes, however the anterior portion of the poly would not seat down in the tibial tray. There was nothing left in this patient due to several attempts to impact the poly and the surgery was not delayed in any manner. Affected side-unknown knee.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device below and no non-conformances or manufacturing irregularities were identified. Product code: 102455407. Product name: hp uni ins sz4 7mm lmrl aox. Lot number: m8524f. A manufacturing record evaluation was performed for the finished device product description: hp uni ins sz4 7mm lmrl aox, product code: 102455407, lot number: m8524f, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description- hp uni ins sz4 7mm lmrl aox. Product code: 102455407. Lot number: m8524f. Date of manufacturing: 17 - feb - 2025. Expiry date: 31 - jan - 2030. Quantity to be manufactured: (B)(4).